Manufacturer narrative:
In speaking with olympus technical support via the phone, no troubleshooting was performed. The customer called to report the complaint and was instructed to send the device to olympus for evaluation and repair. The device was returned to olympus for evaluation and the reported issue was confirmed. The air gauge/leak tester was loose at times due to a worn-out connector socket and air joint unit. The air pressure was low due to a faulty air pump unit. The light-emitting diode (led) on the power switch did not light up when switched on. The plastic cap was torn off. The four (4) suction feet at the bottom had weak suction force and the top cover had scratches on the paint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the pig tail kept slipping from the maintenance unit. The connection was too loose. The pig tail was working fine on another unit. Another pig tail was tried on the maintenance unit with the same issue. The issue was found at reprocessing. No patient harm reported. During the evaluation of the device, it was noted the power switch was broken. This report is to capture the reportable malfunction of the power switch was broken noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the error of the light-emitting diode (led) on the power switch did not light up when switched on, occurred due to a broken power switch. No definite cause of the broken power switch could be determined at this time. Olympus will continue to monitor field performance for this device.